Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist recommends the patient to stop treatment due to tmj.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.